Event description:
The patient called alleging that the meter displayed an "apply sample" message. The patient did not experience any symptoms at the time of testing and contacted a physician for assistance. The physician advised the patient to contact lifescan for a replacement meter. The technique of applying blood on the test strip was correct and the patient was applying a sufficient amount of blood on the test strip. Customer service had the patient test using the correct technique and the issue persisted. Customer service had the patient retest using a new vial of test strips and the issue was not resolved. Customer service sent the patient a replacement meter.